Event description:
It was reported that the temperature sensor was not functioning properly. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: serial number provided doesn't correspond with device information. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no repair history within the past one year. Visual and functional tests were performed and the customer reported issue was verified. The root cause of the issue was a defective main printed circuit board (pcb). The pcb and related parts, the water tank cover/gasket were all replaced to correct the issue. The device then passed all tests after the repair.